Event description:
A maquet field service technician (fst) inspected the device and found a broken allen screw in the spring arm. No info was provided to maquet with regards to the circumstances of this breakage. Factory (B)(4).

Manufacturer narrative:
The maquet fst reported that the broken screw is used to adjust the balancing of the surgical light's spring arm. This investigation is on-going and the results will be included in a follow-up report.